Event description:
It was reported, there was scalp erosion at the right lead. The patient also had a scab along the right lead on the head. Surgical intervention was done and the event resolved without sequelae.

Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a lead fracture. Since (B)(6) 2014 when the right lead was repaired the patient had experienced paresthesia such as shocks, tingling, burning, and zapping to the right neck and shoulder. It was mild until about 1 month prior when surging paresthesia intensified. It was also noted that starting in (B)(6) 2014 the patient noticed the right wire would bulge when the device was on. This was noted as due to the lead fracture. Therapy was suspended in september and the lead was explanted and replaced in october. The event was considered resolved without sequelae.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported there was scalp erosion at right lead insertion site with exposure of underlying hardware. Surgical intervention involved repair of wound dehiscence over right cranial incision. Additional information reported the small scab over the right lead was concerning for pending would dehiscence.

Event description:
Additional information received reported the event had also resulted in an unscheduled clinic visit. This was related to the right subthalamic nucleus (stn) lead but was also noted to be related to the globus pallidus intermediate (gpi) lead. Etiology also noted surgery/anesthesia. Device interrogation had abnormal results of abnormal impedance, imaging results were also abnormal noting a possible lead fracture and the patient was referred to a neurosurgeon.

Manufacturer narrative:
Product ID 37602, serial# (B)(4), implanted: 2013 (B)(6); product type implantable neurostimulator product ID 3387s-40, lot# v228936, implanted: 2009 (B)(6); product type lead product ID 7482a40, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 3387s-40, lot# v068863, implanted: 2008 (B)(6); product type lead product ID 7482a40, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 37642, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
Additional information reported there was in-patient hospitalization.